Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining a reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion to their unicel dxi 600i synchron access clinical system (serial number 800225). The customer reanalyzed the patient's sample two (2) additional times on the same access 2 immunoassay system portion to their unicel dxi 600i synchron access clinical system and obtained similar results above the assay's normal reference range. The patient sample was also analyzed on the abbott I-stat method and on the abbott architect troponin I method and generated results within these assays' normal reference ranges. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25à(degrees celsius). The tube was identified as a partial or short draw volume.